Event description:
It was reported that during a posterior lumbar fusion that the tip of the bur broke off from the shaft. It was further reported that the tip was retrieved using suction. It was reported that there was no additional medication given to the pt as a result of this breakage. It was reported that there was a minimal delay and that another bur was readily available to complete the procedure successfully.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number information was available as the packaging was discarded at the account.